Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptoms are known risks associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced the pump adhering to the internal fascia, causing difficulty in pumping. The physician and staff identified a small, centralized potential infection, and the patient presented with swelling. As a result, the device was explanted and replaced with a malleable prosthesis to preserve corpora space, with plans for a future ipp replacement. No further patient complications were reported.